Event description:
Terumo received the following reported information: the angio-seal dilator did not click with the insertion sheath. The event occurred before use on patient/during preparation.

Manufacturer narrative:
A1: patient identifier: no patient involvement. A2: age & date of birth: no patient involvement. A3: patient sex: no patient involvement. A4: weight: no patient involvement. A5: ethnicity: no patient involvement. A6: race: no patient involvement. D6a: implanted date: no patient involvement. D6b: explanted date: no patient involvement. E3: occupation: nurse specialist. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.